Manufacturer narrative:
Olympus contacted the user facility via phone and in writing to obtain additional information regarding this report, but no additional information was provided. The device referenced in this report was not returned to olympus for evaluation. The cause of the reported phenomenon was unable to be conclusively determined. If relevant and significant information becomes available at a later date, then this report will be supplemented. Olympus america inc. Is filing mdrs on behalf of gyrus acmi and olympus medical systems corporation. Gyrus acmi registration numbers 2183680 and 1037007. (B)(4). This report is being submitted as an MDR in an abundance of caution.

Event description:
Olympus received a medwatch which states, "during a cysto stent exchange procedure, the cysto grasper was placed into the bladder and a piece fell off into the bladder. The dr was able to pull the piece out with another grasper."